Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 69 mm abdominal aortic aneurysm. The physician stated that the seal zone below the renal arteries continued to expand over time creating a type ia endoleak and the aneurysm ruptured. The aneurysm was 9 cm in diameter. It was reported that open procedure was required where the proximal portion of the bifurcated stent graft was partially explanted and a surgical graft was sewn to the body of the stent graft and anastomosed to just below the renal artery. No additional clinical sequelae were reported and the patient is fine.